Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product (B)(4) lot# serial# (B)(4), implanted: 2007(B)(6) explanted: product type catheter. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturers representative regarding a patient who was receiving su fentanil (dose 52mcg), clonidine (concentration of 60mcg, dose of 104mcg), bupivacaine (concentration of 12mg, dose of 20mg) via an implantable infusion pump. It was reported on 2016 (B)(4).that the patient was recently admitted to the hospital for a cyst in the spinal canal adjacent to the intrathecal catheter; increased impairment of neurological symptoms; increased pain; numbness and pins and needles in her feet; weakness and increased rt flank pain. A MRI, dye study, and radiology ruled out the problem being with the catheter. The patients medication dose was decreased to reduce the cyst size. The granuloma responded to dosing changes by decreasing in size, and surgery was not planned at that time. The medical doctor had monitored the patient and lowered meds/concentration and had seen the granuloma reduce. He was unsure whether it was the utilization of the ascenda catheter or the compounded meds that caused the granuloma. The patients medical history was unknown. The patients status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.